Manufacturer narrative:
(B)(4).

Event description:
During follow-up, premature battery depletion was noted. The device was explanted and replaced. The patient is in good condition following the procedure.

Manufacturer narrative:
A longevity calculation was performed and the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. This device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.